Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that on (B)(6) 2011 at 3:00 am the pt obtained a blood glucose reading of 500 mg/dl and he experienced the symptoms of dry mouth and feeling tired. The pt took and insulin bolus using the pump and his subsequent blood glucose reading was 280 mg/dl. The pt took additional boluses during the day to keep his blood glucose level down. During the troubleshooting telephone call, it was determined the pt had set the basal rate to 0.0 units instead of 1.0 units. The customer service rep confirmed the pt was able to reprogram the correct basal settings into the pump.